Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the complaint states ¿it was reported that no vacuum pressure could be applied inside the mixing container when mixing the cement during the surgery on (B)(6) 2018. The surgery was completed by using alternative cement (p/n and lot number were unknown). There was no adverse consequence to the patient. No further information was provided by the hospital.¿ the device was returned to blackpool for investigation. It is apparent from the positioning of the components that the IFU was not followed (see attachment ¿(B)(4) IFU-0630035 rev c.pdf¿). In order to set up properly for mixing, the handle should be pushed down into the mixing barrel before the liquid monomer is added. In this case it appears that the monomer has been added while the handle is not in the correct position and the blades of the mixing paddle were left sitting above the cement powder (see attachment ¿(B)(4). Photos.pdf¿). Diagrams 3 to 6 on the IFU show the correct method of setting up the mixing system. In conclusion, not following the IFU instructions has interfered with the vacuum mixing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no vacuum pressure could be applied inside the mixing container when mixing the cement during the surgery. The surgery was completed by using alternative cement (p/n and lot number were unknown). There was no adverse consequence to the patient.